Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8550cre batch 15326989 was received for investigation. Visual inspection revealed that the molded clear tip was not assembled onto the shaft tip, most likely due to breakage. Scratches and dents were observed on the cutting tip of the inner shaft, likely caused by excessive force. Additionally, the clear hub connector appeared to have melted, resulting in the inner and outer shafts becoming stuck together. Functional testing was not performed because the clear hub at the connector had melted, causing the inner and outer shafts to be stuck together. The failure is most likely attributed to user error due to excessive force on the tip of the device, which causes the inner tube to stall while the motor continues to spin and damage the hub. Refer to the precaution listed in directions for use. Dfu-0215-eor1_fmt_en. Disposable arthroscopic shaver blades, burrs, powerpick¿, powerasp¿, nanoresection¿, and shaverdrill¿ devices. F. Precautions 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device.

Event description:
It was reported that during a surgery the burr got stuck in the generator. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 24-sep-2025 the device was returned to arthrex inc for investigation. During investigation it was noted that the clear tip of the received device was broken off.